Event description:
During a stenting procedure in the right superficial femoral artery, the physician successfully deployed the first smart control 7 x 100 stent. When he attempted to deploy the second stent (7 x 100 smart), it partially deployed approximately 40% of its length; the rest of the stent (approximately 60mm) seemed to bunch up on itself longitudinally. The physician removed the stent delivery system, and used a bard fluency as well as a luminex stent to completely cover the lesion. There was no report of patient injury. The information received indicates that balloon angioplasty was to be performed prior to the stenting, but to what degree the lesion was pre-dilated is unknown. Additional procedural information has been requested but will not be forthcoming per the account. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.